Event description:
Special io lens ordered for pt. Two ordered (one for back up). Lens capsule opened. First iol opened found to be defective. Second iol opened also defective. Implanted anyway due to lack of alternative. Pt and family informed. Pt to return to o.r. In future for re-implant.